Event description:
It was reported that the patient had the internal neurostimulator (ins) and leads explanted on (B)(6)-2012 due to a possible infection in the "lead pocket" it was noted that it was a prophylactic battery explant. Samples were taken at the explant and cultured. The results indicated that there was no infection. A CT scan was performed and no indication of an infection was found. There was no patient injury and the patient recovered without sequelae. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6),product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, (B)(4).